Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) .

Event description:
A nurse reported that an ophthalmic operating console delivered continuous laser energy although it was programmed to deliver energy with pulses and displayed an error message during the lasix surgery. There was no report of the patient harm.

Event description:
Additional corrected information received indicating the error code displayed was regarding the laser delivered continuous energy and it is not a reportable malfunction, and this complaint does not meet regulatory reporting criteria.

Manufacturer narrative:
Removed FDA product code 1431. Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports will be scheduled under mfg report num. 2028159-2023-00974. The manufacturer internal reference number is: (B)(4).